Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a dilation procedure performed on (B)(6) 2023. During the procedure, when attempting to deflate the balloon, it did not fully deflate. As a result, the device broke while attempting to pull it through the scope. A snare was used to retrieve the broken piece. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a140101 captures the reportable event of balloon failure to deflate. Imdrf device code a0501 captures the reportable event of balloon detachment.